Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high rate non-sustained episodes, elevated sensing integrity counter (sic), and elevated superior vena cava (svc) impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was suspected of being fractured. The lead is expected to be replaced sometime in november.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the superior vena cava defibrillation coil was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that during the lead replacement procedure, the physician noticed a possible lead insulation breach. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.